Event description:
This ra lead was implanted on (B)(6) 2009 and remains implanted at this time. A call was placed to technical services on (B)(6) 2017 stating that lead safety switch message was observed in december. Ra lead was tested with no out of range values. The physician was dr. (B)(6) at (B)(6) clinic in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).